Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during procedure, the lead could not be fixed when it was placed in the right ventricle. The lead was exchanged and the patient did not have any consequences as a result of the procedure.